Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3 7742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 377760, lot# v011829, implanted: (B)(6) 2006, product type lead; product ID 377760, lot# v011829, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported the patient feels a jolt/shock about 2-4 times daily. It was reported the problem began six months prior to report. It was noted that the stimulation is in the correct location and the impedances are all within normal ranges. (B)(4).